Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 225cc saline breast implant, catalog # 3501630, s/n (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 225cc and experienced deflation on the left breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on april 16, 2020. In addition to the left sided deflation reported previously, bilateral ptosis was noted. The right sided prosthesis is being reported under 1645337-2020-06101. The investigation of the returned device was completed by the failure analysis lab on april 27, 2020. Device evaluation summary: during visual evaluation, an anomaly was observed on the device consistent with a crease/fold. A tear was also observed within the crease/fold on the posterior view, measuring approximately 0.2 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received an update on the events submitted in the previous reports. The patient's explantation date was (B)(6) 2020. Additionally, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
New information: mentor received additional information indicating the date of explant will be on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).